Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event. Treatment information was not reported. On the day of hospitalization, extraneal and nutrineal therapies were discontinued. On an unreported date (reported as after hospitalization), the dose of physioneal therapy was increased. Physioneal therapy was reported to be ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.